Manufacturer narrative:
The insulin pump was received with blank display due to moisture damaged on electronic assembly. Analysis was unable to perform functional testings due to blank display. The insulin pump was received with moisture damaged motor assembly, vibrator motor assembly, cracked lcd window, minor scratched lcd window, cracked case at display window corner, broken battery tube threads, cracked belt clip slot at battery tube threads area and completely broken reservoir tube lip.

Event description:
The customer reported via phone call that they had blank display. The customer¿s blood glucose level was 121 mg/dl at time of incident. The customer stated that the insulin pump went off after getting exposed to moisture and there were cracks as well around the reservoir compartment above the screen. The customer advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer advised the pump will need to be replaced. The insulin pump was returned for analysis.